Event description:
It was reported that patient alerts were triggered for out-of-range signals on the hv lead. Interrogation also revealed noise. Upon explant, a bulge and a bend was noted at the df connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found several cuts on the insulation of the lead. The electrical analysis found a short circuit between the svc cables due to cut of insulation at 14.6 cm. This could cause the noise reported in the field.